Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height (hh) 7.1 had no pockets on bus. A field service engineer (fse) replaced the faulty drawer board and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was failed and unable to be recovered, preventing users from accessing medications from this drawer for patient care. The customer stated that the malfunction occurred when a user tried to issue medication to patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a grid a supplemental MDR was submitted to reflect the correct imdrf annex a grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was failed and unable to be recovered, preventing users from accessing medications from this drawer for patient care. The customer stated that the malfunction occurred when a user tried to issue medication to patient. However, there were no delay or adverse events or injuries reported based on this event.